Event description:
The subject pacemaker was implanted on (B)(6) 2014 and reached the recommended replacement time (rrt) after 5 years. The hospital would like to know if the battery depletion is normal. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Preliminary analysis on the returned device did not reveal any anomaly on the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted on (B)(6) 2014 and reached the recommended replacement time (rrt) after 5 years. The hospital would like to know if the battery depletion is normal. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2014 and reached the recommended replacement time (rrt) after 5 years. The hospital would like to know if the battery depletion is normal. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).